Event description:
Customer complaint reported as "light flickered irregularly due to bad electrical contact during pretest". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Multiple fiber optic blades were attached and engaged onto the greenled handle in an attempt to replicate the reported defect of, "light flickering during pre-test". The following complaint lab test blades were attached and engaged onto the handle with no noticeable flickering: rusch emerald mac 3.5, rusch disposable greenlite mac 3, and rusch emerald miller 2. The device history record for lot 153202 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as "light flickered irregularly due to bad electrical contact during pretest". No patient involvement reported.